Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the keys on column 3 (ok, #2, #5 and #8) to be acting as the column 4 keys (run/stop, #3, #6 and #9). This does not allow the user to program or start an infusion. All other keys performed as expected. The failed keypad was replaced.

Event description:
It was reported that a pump has an inoperable keypad. It was also reported that there was no pt injury.